Event description:
Skyline screwdriver tip broke during screw insertion. Nothing left in patient

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) is incorrect and should be (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) skyline spring clip driver was returned for evaluation. Visual examination revealed that the driver¿s distal tip had become broken and was still attached to the driver shaft. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver¿s distal tip becoming broken cannot be positively determined. One probable root cause may have been attributed to unanticipated torsional stresses being placed on the distal tip during screw tightening resulting in the distal tip to become broken. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer and no systemic trends were observed. Therefore, this complaint file will be closed with no further action required.